Event description:
It was reported the right ventricular lead was implanted and tested with good numbers - threshold of 1v at 0.5 milliseconds. Within about two minutes, the patient dropped his blood pressure and was in pulseless electrical activity. External pacing was attempted and high output pacing with the lead, but there was no capture. Resusitation efforts continued for approximately 20 minutes, but the patient died. An echocardigram was done and demonstrated there had been no perforation or pnuemothorax. Further reported the cause of death is unknown at present. The physician does not have any allegation against the lead as relates to the patient death. Patient was not pacemaker dependent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.